Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service" message upon power up. The message was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2014 for investigation. Investigation results as follows: visual inspection of the returned platform reveals that the front enclosure was cracked and the battery lock was bent. The physical damages found during visual inspection are not related to the reported event of the platform displaying a "system error, out of service, revert to manual CPR" error message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in august of 2007). Review of the archive data could not be performed because the data could not be downloaded. Functional testing was performed and the reported issue of the platform displaying a "system error, out of service, revert to manual CPR" error message was verified. Upon power up of the platform, the error message was observed. It was found that the processor board was at fault. Based on the investigation, the parts identified for replacement are the front enclosure, battery lock, and the processor board. In summary, the reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The fault was found to be due to the defective processor board. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the processor board and the damaged parts, the platform passed all testing criteria.